Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure (batch no. 626399, 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, fibroids, adenomyosis and endometriosis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and back pain was resolving, the fatigue, depression, anxiety, nausea, dyspareunia and vaginal discharge outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: impression: 1. Multi pie small fibroids as above. 2. No adnexal abnormality. Ultrasound scan vagina - on (B)(6) 2018: impression: 1. Multiple fibroids, including a submucosal fibroid which is slightly larger from 2016 .. 2. Low position of the iud. 3. No abnormal adnexal mass. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dyamenorrhoea. Lot number: 626398 manufacturing date: 2007-12 expiration date: 2009-11. Lot number: 626399 manufacturing date: 2008-01 expiration date: 2009-12 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding.') In an adult female patient who had essure (batch no. 626399,626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, fibroids, adenomyosis and endometriosis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/psych injury") and nausea ("nausea,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved, the back pain and dysmenorrhoea was resolving and the dyspareunia, vaginal discharge, fatigue, depression, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic /abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: impression: 1. Multi pie small fibroids as above. 2. No adnexal abnormality. Ultrasound scan vagina - on (B)(6) 2018: impression: 1. Multiple fibroids, including a submucosal fibroid which is slightly larger from 2016 .. 2. Low position of the iud. 3. No abnormal adnexal mass. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhoea. Lot number: 626398 manufacturing date: 2007-12 expiration date: 2009-11 lot number: 626399 manufacturing date: 2008-01 expiration date: 2009-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events added - abdominal pain and general abnormal bleeding. Outcome of the events - pelvic pain, abdominal pain, general abnormal bleeding were updated. Legacy device report number: 2951250-2019-04445) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure (batch no. 626399, 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, fibroids, adenomyosis and endometriosis. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) and hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and back pain was resolving, the fatigue, depression, anxiety, nausea, dyspareunia and vaginal discharge outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: result: total bilateral occlusion. Ultrasound pelvison (B)(6) 2016: impression: multi pie small fibroids as above. No adnexal abnormality. Ultrasound scan vagina on (B)(6) 2018: impression: multiple fibroids, including a submucosal fibroid which is slightly larger from 2016. Low position of the iud. No abnormal adnexal mass. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received: case become incident. Reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- lower back pain, abnormal bleeding (vaginal, menorrhagia),depression and mental anguish, nausea, dysmenorrhea (cramping) ,dyspareunia (painful sexual intercourse), vaginal discharge, fatigue. Events outcome updated, events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.